Event description:
The manufacturer's representative reported the patient experienced lack of therapy/increased pain, and unspecified "withdrawal symptoms". The patient was receiving intrathecal dilaudid 30mg/ml at 16mg/day. A pump reservoir volume discrepancy was also identified. The expected reservoir volume (erv) was 2ml, and the actual reservoir volume (arv) was 6ml. Device troubleshooting procedures included MRI evaluation, pump roller study, catheter dye study, and all the results were reported as being "ok". The pump was explanted after an implant duration of approximately 44 months and returned to the manufacturer for analysis. The patient was implanted with a new synchromed ii pump.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not completed at the time of this report. A follow up report will be sent when the analysis results become available.